Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.